Manufacturer narrative:
Follow-up report will filed if additional info becomes available.

Event description:
It was reported by the customer that this event involved a pediatric male patient via a left femoral insertion site. There was quimioterapic medication managed by the proximal way, however the infusion was for the distal way, or vice versa. Further details have been requested.